Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot connect belt to monitor / bent pins) has been confirmed. Upon evaluation, the pins in the electrode belt's trunk cable connector were bent in a swirl pattern. The cause for the bent pins cannot be positively identified but was likely due to the connector being forced into the monitor while the pins were misaligned. No adverse event resulted from the defective electrode belt connector. The pt received a replacement electrode belt.

Event description:
An (B)(6) female pt's friend contacted zoll customer support to report that he cannot get the pt's belt connected to the monitor and that the pins are bent. The pt was provided with a replacement electrode belt.